Manufacturer narrative:
The returned devices were examined visually, with a scanning electron microscope (sem) and through energy dispersive spectroscopy (eds). Silicone mold replication was used to estimate the amount of linear penetration of the head into the acetabular liner. No destructive evaluation was conducted. Discoloration, likely due to the absorption of biological fluid, was observed on the back side of the liner. A distinct burnished region was visible on the bearing surface of the acetabular liner, and no unexpected features were observed. The zirconia femoral head exhibited minor amounts of metal transfer at the transition between the bearing region and the distal face. Eds of the metal transfer indicated the presence of iron and nickel, which likely originated from contact with stainless steel instruments. Total linear penetration was estimated to be approximately 3.8 mm. The penetration rate was calculated to be approximately 0.2 mm/year based on the reported implantation time (approximately 17.25 years per complaint form) and the estimated total linear penetration. No material deviations in the devices were found during this investigation. Although requested, no relevant clinical supporting documentation has been provided to conduct a thorough analysis of this case. Cause for loosening could not be determined with confidence. There is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a revision surgery was performed due to loosening of the implant.